Event description:
It was reported that device had high unacceptable defibrillator threshold and was unable to convert the patients rhythm. Fixed pulse width was also tested but was unsuccessful. The device was explanted and replaced. No other info was available to report.

Manufacturer narrative:
All info provided by manufacturer, no medwatch form was rec'd. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.